Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a rotator cuff repair surgery, when the footprint ultra pk suture anchor was being pressed against the suture and implanted, it broke. Surgery was completed with a back-up device instead, used in the originally drilled bone hole. The insertion site was cleared of all debris prior to insertion. The broken pieces were removed from the patient with tweezers. There was a delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The anchor assembly was returned with the anchor body fractured. The anchor plug has no visible defect. The insertion device has no visible defect. Three white sutures, one blue/white suture, and a green retention suture have been threaded through the eyelet. The white and blue/white sutures have been cut off on one side of the anchor leaving about .5 inch hanging, the retention suture was not cut. Based on the condition of the product material found during visual inspection additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.